Event description:
Femur, tibia and insert revised due to loosening. Patient presented with pain as the main problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.